Manufacturer narrative:
Literature article: enas h. Mohammed, sajimol chandy, abderrahman e. Kadhi and ibrahim f. Shatat "case report: recurring peritonitis and dialysis failure in a toddler on peritoneal dialysis". Frontiers in pediatrics, published 04mar2021: article 632915, pp 1-6. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as poor adherence to infection control measures. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with multiple courses of intraperitoneal antibiotics (dose and frequency were not reported). Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. It was reported that the family (caregiver) was retrained on the proper aseptic technique. No additional information is available.